Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the device failed to perform the power on sequence including displaying the olympus logo" malfunction would likely be a failure of the main board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the monitor would not power up, the issue occurred during the installation. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation found the printed circuit board was defective and needed to be replaced. The evaluation is ongoing and should additional relevant information become available, a supplemental report will be submitted.